Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician used the proglide device to attempt arteriotomy closure of the left femoral artery after an unspecified procedure. At the end of the procedure, the proglide device "locked on the artery". A "rupture" occurred during the removal attempt and surgical intervention was necessary. There was no negative prognosis regarding the pt. However, prolonged hospitalization was reported. Though requested, no add'l info has been provided.

Manufacturer narrative:
The device was received. Investigation is not completed.